Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode. Device interrogation revealed that the device was oversensing atrial activity, inhibiting ventricular pacing and contributing to inappropriate mode switching. It was also reported that the lead displayed increased pacing thresholds. Trouble-shooting options were discussed. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.